Event description:
It was reported by the customer, the ceramic tip of the inner sheath, for 26 fr. Outer sheath was broken and loose.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, d4 - lot # no lot number. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The device underwent a visual inspection and functional tests and passed all functional and leak tests. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during a procedure, the ceramic tip of the inner sheath, for 26 fr. Outer sheath was damaged. There were no reports of patient user harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.